Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an individual with a urinary stimulation implantable pulse generator (ipg) experienced increased urinary frequency, nocturia with urination occurring at least two times per night, and a change in device sensation as the previously daily "sizzling/vibration" sensation from the stimulator stopped occurring. The individual inquired about the device function, noting that the d evice was no longer "rebooting itself" as previously described. The ipg was implanted inside the bladder. During the call, therapy overview and instructions on increasing stimulation were reviewed. The individual confirmed that the therapy was active, increased the stimulation during the call, and described feeling the stimulation as a "sizzling/vibration." The individual chose to maintain the stimulation at this level and was advised to monitor symptoms. The individual was redirected to their healthcare provider for further evaluation.